Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The error code was confirmed and attributed to the main printed circuit board (pcb) being out of electrical specification. The output connectors were broken, lower case scratched, battery drawer would stick upon opening, keypad delaminated, and two case screws contaminated. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested, and it passed its final quality assurance tests. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) presented with an error code. The epg was returned for service. The epg subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.